Event description:
It was reported that an ilet user experienced repeated device alerts instructing a restart with error code 65 over multiple consecutive days, consistent with an audio subsystem over/under current malfunction. Symptoms included no reported adverse clinical effects. Outcomes included user-initiated device restarts that temporarily restored function and consideration of device replacement if alerts persisted. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.